Manufacturer narrative:
The pump was unable to prime during the prime test, and gave an alarm during the basic occlusion test due to protrude/loose drive support disk. Unable to verify the bolus anomaly due to constant alarms. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump is not recording boluses that have been entered. It was also reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.